Event description:
It was reported that an alert for extended charge time was noted. Device was explanted and replaced due to eri. Patient condition was normal.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to the battery being beyond end of service. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found.